Event description:
It was reported that a spectrum pump falsely alarmed air-in-line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false air-in-line alarm through review of the history log, but could not reproduce it during evaluation. Evaluation found that the upper and lower ultrasonic readings were below specification, causing the pump to be more sensitive to air-in-line alarms. The upstream sensor was replaced to correct this condition.